Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to replace the implant. Sign fracture care international continues to monitor these events as part of our post market activities. The surgoen stated that no further treatment is scheduled as the patient has been transferred to a different hospital.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was exchanged due to infection. The im nail was replaced with a 10mm x 280mm, standard nail per the sign technique manual. Surgeon comment: "there was prulent discharge through the screw hole distally and trochanteric entry. Seems to be chemica reaction!! We debrided thoroughly and toileted with povidon iodine, h2o2 and normal saline. Added gentamycin afterwards."